Manufacturer narrative:
(B)(4). The customer¿s report of split and leaking tubing was confirmed. Visual examination revealed a v-shaped cut in the tubing approximately 3 feet from the patient-end. The cut nearly separated the IV set into 2 pieces. Microscopic examination of this area revealed rough edges of the cut, as well as small evidence of pierce marks on either side of the cut, similar to what would be left from pointed clamps or pliers. Functional testing was not required due to the obvious damage. The root cause of the leak was the cut/tear in the tubing; the root cause of the cut was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV fluid leaked onto floor, IV tubing found to be split. The event occurred during use, while infusing. No patient harm reported.

Manufacturer narrative:
Additional information received from customer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.